Manufacturer narrative:
Product lot number: unknown. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of a drainage set with catheter for a percutaneous transhepatic cholangio drain procedure. The operator reported that after placement, the catheter was noted to drain (unknown fluid) at 200cc/day until (B)(6) 2020, when the output volume had decreased to 5cc/day. A catheter occlusion was suspected, and the patient underwent cholangiography procedure on (B)(6) 2020. During the procedure, the catheter could not be confirmed with imaging. A wire guide was inserted into the catheter, ¿but the wire guide advanced in unexpected direction and a separation of the catheter was found.¿ the operator performed a partial skin incision and removed the separated catheter from the body using forceps. Another similar device was inserted into the patient successfully. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 06feb2020. Investigation - evaluation: it was reported that the catheter within a drainage set separated. This failure was noticed 12 days after placement, when the catheter was draining a significantly less amount of fluid (5cc/day from 200cc/day). The physician advanced a wire guide and found the separation. This incident was reported by (B)(6) medical center, in japan. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, and dimensional verification, were conducted during the investigation. The complainant returned one catheter for investigation. Physical examination of the returned device showed: the catheter was returned separated, with the hub stained yellow. Hemostat marks were found just below the point of separation, possibly from the removal of the separated segment. The pigtail curl and sideports were undamaged, and an appropriately sized wire guide was advanced through both segments and found no occlusions. No other damage was noted to the device, aside from slight bending. All dimensions deemed relevant to the reported failure mode were analyzed and determined that the device was manufactured within specification. However, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The risks of this device are acceptable when weighed against the benefits. The customer provided two potential lot numbers for investigation. The device history records (dhrs) for the two potential lots and relevant subassemblies revealed no reported relevant nonconformances. A database search revealed no other complaints have been reported for the potential lots. At this time, there is no evidence that there are nonconforming devices in house or out in the field. An attempt was made to review product labeling, however the reported product is not supplied with an instructions for use (IFU). The customer stated that they believe an occlusion was in the catheter. This could cause a rupture in the shaft if a flushing attempt was made during routine catheter maintenance, but this cannot be confirmed at this time. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a component failure without design or manufacturing issue contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.